Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record#: (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, while the iab was used with another company's iabp, there was a helium loss alarm. It was confirmed the correct catheter adapter was used, there was no blood in the helium tubing and chest films showed good placement. There was no reported injury to the patient.

Manufacturer narrative:
The complete event site name is (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, while the iab was used with another company's iabp, there was a helium loss alarm. It was confirmed the correct catheter adapter was used, there was no blood in the helium tubing and chest films showed good placement. There was no reported injury to the patient.